Event description:
The graft was implanted as a femoral popliteal bypass approximately two weeks ago. Shortly after placement, the graft became infected and the doctor placed a drain. The drainage was about 200cc every two hours. The graft was removed.